Event description:
It was reported that the customer was hospitalized due to high keytones and diabetes ketoacidosis. It was noted that the customer had high blood glucose readings of 468 mg/dl. Customer gave himself a correction and went back to sleep. Customer woke up in the morning with blood glucose readings of 600 mg/dl and he was then taken to the hospital. Customer was treated with IV fluids to bring his blood glucose readings down. It was noted that when the infusion set was removed the customer had a bent cannula. Prior to the hospitalization, customer experienced nausea, vomiting and excessive thirst. Mother stated that the issue may have been caused by the infusion sets and not the insulin pump. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.